Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking or jolting in the back of the neck, throat, and chest every 15-20 minutes. The pt was under the care of a physician and had been treated with medications to help him calm down and fall asleep. No pulses from the deep brain stimulators were being picked up on an electrocardiogram. There was no known incident or accident related to the event. Please see MFR report# 6000032-2009-05867. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.